Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A nurse reported that during surgery, there was a failure of the silicone oil injector. They were able to inject the oil after disconnecting and reconnecting the viscous fluid control (vfc) accessory several times. The procedure was completed after a 20 minute delay. There was no harm to the pt.